Manufacturer narrative:
Initial reporter address: (B)(6). The device was manufactured from july 23, 2020 - july 24, 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The expected infusion time was 48 hours; however, the infusion completed after 72 hours. The device had been filled with 3850mg 5-fluorouracil and 43 ml 0.9% sodium chloride to a total fill volume of 120ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.